Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Also, it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that needle did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. Patient also reported being unsure the it was properly inserted due to this issue. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device was received deployed. Over 200 pulses were delivered as well as an immediate bolus, indicating typical user-device interaction. No damages or defects were observed that could contribute to the reported events. The needle mechanism was reset and was observed to deploy as intended upon manual rotation of the ratchet gear. No issues were found regarding the reported needle mechanism failure. The cause of the reported improper insertion could not be determined.